Event description:
Customer reported the insulin pump alarmed no delivery and was currently in the process of changing her infusion set. Customer's blood glucose was 240 mg/dl. Customer states she was in the process of changing her infusion set to resolve the issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.